Event description:
Literature: fabregat, g., villanueva, v.l., asensio, j.m., de andres, j., lopez, d. Spinal cord stimulation for treatment of buerger disease: a report on 3 cases. Clinical journal of pain 2011. The 27:819-823 summary: the authors report on spinal cord stimulation (scs) as a therapy in three males with buerger disease (thromboangiitis oblit erans). The effects of scs on chronic ischemic pain, ulcer healing, and the prevention of amputation as well as the mechanism of action for scs are discussed. Reportable event: during routine revision, the patient was found to have a decubitious ulcer in the area of the abdominal subcutaneous pocket, and to have a severe constitutional syndrome. Surgical repair of the subcutaneous pocket was scheduled. In the course of the preoperative assessment tests, a mass on the apex of the patient's right lung was found and diagnosed as a metastatic pancoast tumor.

Manufacturer narrative:
.